Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 01/26/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the pump¿s black box history showed that ¿no cartridge detected¿ and ¿pump not primed¿ warnings with zero force were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no damage was found to the force sensor circuit. Unrelated to the complaint, evaluation revealed that the display was dim and the display text was discolored. The prime issue was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that a load step malfunction or a "no cartridge detected" issue occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.